Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Weight: unk. (B)(4). Evaluation, method: work order search. Results - a lens work order search was performed and one similar complaint was found. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. On (B)(6) 2014 excessive vault and significant reduction of irido-corneal angles was noted. The lens was explanted and exchanged for a smaller length lens on (B)(6) 2014. This resolved the problem. The patient's post-op visit on (B)(6) 2014, bcva was 20/25 .